Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Additionally, the instrument was found to have one indentation on the outer face of the distal idler pulleys. There were no pieces missing. The grip cable was broken. The instrument was found to have a broken conductor wire. Unable to determine exact location of the break. The instrument intermittently passes the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The instrument was found to have damaged conductor wire insulation in between the idler pulleys and proximal clevis hole. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The instrument intermittently passes the electrical continuity test. Further inspection found no abnormally sharp or damaged component that could have contributed to the cable breaking. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, fenestrated bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument inspected prior to use. There was no damage or anything out of the ordinary. There were no problems removing the instrument through the cannula.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was further evaluated by failure analysis engineer (fae) and the initial findings were confirmed. The instrument failed continuity for one of the grips. The instrument was disassembled, and it was noted that the conductor wire for the grip under question failed continuity when cut near the yaw pulley. The wire was given a slight tug to check for any looseness within the yaw pulley, under the silicone potting and it was noted that the wire broke off about 16 mm from the yaw pulley (near the wrist). The break point in the conductor wire causing the failed continuity was likely at the wrist. Refer to the following fields for updated value: d4. Lot number. Annex a - device prob desc 1.

Event description:
Refer to h11 for follow-up information.